Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6), 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree ((B)(4)). This case involves an adult female patient who received poly-l-lactic acid (sculptra) therapy in (B)(6) 2009. One vial was injected. No additional treatment details were mentioned. Relevant medical history and concomitant medication information were not mentioned. One month after poly-l-lactic acid therapy, the patient developed nodules in the nasolabial folds and marionette lines. Corrective therapy was provided which included radio-frequency. Outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4); global ptc number (B)(4). Physician's causality assessment: not specified.